Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected d9, additional code added to h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device-related imagery was provided, and the following was observed: crimped valve on commander inflation balloon with balloon torn at I/c bond. Proximal balloon wings were flared. Patient tissue was partially covering the crimped valve, and sutures intertwined around the delivery system. The report of the valve moving on the balloon working length during positioning was unable to be confirmed. Available information suggests procedural factors (built-up tension) likely contributed to the event as it was reported that there was significant tension on the system after valve alignment, making valve positioning difficult. In this case, the release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on balloon during flex tip retraction. The report of the torn delivery system balloon was confirmed based on provided imagery. Available information suggests procedural factors (high alignment forces) likely contributed to the event as it was reported that there was no indication of balloon inflation upon attempting to inflate the balloon. When pulling back, the endoflator filled with blood, indicating a break in the line/potential ic bond failure. In this case, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. The reported difficulty experienced removing the delivery system and valve through the vasculature and subsequent patient death was confirmed based on provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial alignment) likely contributed to the event as it was reported that the delivery system and valve were unable to be withdrawn into the sheath due to angulation and blood filling the delivery system balloon. In this case, tortuous patient anatomy can contribute to the non-coaxial withdrawal of the delivery system. It is also possible that non-coaxial alignment may have resulted in the crimped thv interacting with patient vasculature or the sheath, causing the withdrawal difficulty, and resulting in potential injuries as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional clarification was provided about fine adjustment step of the procedure. There was difficulty during fine adjustment of the delivery system. After valve alignment, there was significant tension on the system, making valve positioning difficult. When the pusher was pulled back, it seemed to change the orientation and looked like it was a 90-degree angle to the rest of the delivery system. When this happened, the valve would then move up and out of position off the balloon.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from the site. The following sections of this report have been updated: additional information added to b5, additional code added to h6 device code(s).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was to be implanted in the aortic position via left axillary approach utilizing a commander delivery system and 14 esheath optima. Valve alignment was performed in a straight section of the anatomy. There was difficulty during fine adjust of the delivery system. After valve alignment, there was significant tension on the system, making valve positioning difficult. Upon attempting to inflate the balloon, there was no indication of balloon inflation. When pulling back, the endoflator filled with blood, indicating a break in the line/potential ic bond failure. The decision was made to attempt transfemoral access, and a new 26mm sapien 3 ultra resilia valve was successfully deployed. When attempting to withdraw the sheath and delivery system from the left axillary as a unit, the valve and delivery system appeared to get stuck in the axillary artery. Delivery system and valve were unable to be withdrawn into the sheath due to angulation and blood filling the delivery system balloon. A cutdown was performed, but the operator was unsuccessful in accessing the valve, so the patient was converted to full sternotomy. This was unsuccessful and the patient expired. Upon removal of the devices, the commander delivery system balloon appeared torn. Additionally, after the sheath was removed, it was flushed by the field clinical specialist, and a pinpoint hole was found in the sheath approximately 10cm from the side port.

Manufacturer narrative:
A supplemental MDR is being submitted additional information after administrative review. The following sections of this report have been updated: a2.